Manufacturer narrative:
The reported complaint of separation was confirmed. No product samples, videos were returned for investigation. However an image was provided by the customer showing the pvc tubing separated from the winged male luer. Without the return of the reported sample, a probable cause could not be identified. The lot history was reviewed and there were no nonconformities which would have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved transpac IV monitoring kit in which the customer reported ¿line separation.¿ the event occurred during patient infusion. The device was changed out/ replaced with no further problems encountered. There was patient involvement but no harm was reported as a consequence. This is report 1 of 2.